Manufacturer narrative:
Result: the 5max ace was fractured approximately 75.0 cm from the hub and kinked approximately 5.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that after re-introducing the 5max ace into a neuron max catheter, the 5max ace fractured. Evaluation of the returned device confirmed it was fractured and revealed it was kinked. This type of damage typically occurs due to improper handling during use. If the 5max ace is manipulated forcefully at an angle during insertion into another catheter, the shaft may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, the 5max ace catheter became fractured while advancing back into the patient. The procedure continued successfully using a new 5max ace catheter. There was no report of an adverse effect on the patient.